Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors when the asymptomatic patient presented to the clinic for a routine device changeout due to eri. The rv lead impedance was noted to be trending down. The rv lead was capped and replaced. There was no adverse consequences to the patient.